Event description:
The physician reported he was preparing the suspect device outside the patient. "When the coil plunger intended to be inserted into the coil introducer, the coil had protruded from the yellow part of the introducer. The procedure was completed with the use of another device. There was no allegation of harm.

Manufacturer narrative:
The device in question was returned to boston scientific for further investigation. Upon receipt of the device, the coil was present in the clear section of the introducer. The remainder of the coil protruded from the distal end of the introducer. The device was then examined under a microscope and determined to be severely damaged. It appeared that the coil had become knotted in itself and a kink was present. The zap tips were checked and found to be within specification for zap shape and surface structure. The device was then measured. However, several measurements could not be taken due to the excessive damage to the device. The dimensions of the zap tip, diameter and number of fiber bundles were able to be taken, and found to be within specifications. A review of the device history record (DHR) and the sub assembly DHR was reviewed and no issues or discrepancies were found which could potentially relate to this complaint. The device history record review confirms that this device met all material, assembly, and performance specifications. In addition, a similar complaint review was also conducted within the suspect batch number and no other complaints associated with this batch have been reported. A review of similar complaints across the product family was completed for the past 15 months and although other complaints have been received for the same reported defect, there is not currently an adverse trend. This type of defect will continue to be monitored under monthly complaint review. Further information regarding the complaint was requested and from the response received, the following was established: there was no damage to the box or pouch, no anomalies were noted when the unit was removed from the pouch, the retaining device was fully inserted into the introducer when the pouch was opened, a portion of the coil was present in the clear section of the introducer, however, the proximal end of the coil protruded., the introducer was not bent when the unit was removed from the pouch. The complaint description indicates that, "the coil had protruded from the yellow part of the introducer". Upon analysis of the returned unit, 0.6 cm of the coil was present in the clear section of the introducer. The remainder of the coil protruded from the distal end of the introducer and not the proximal end as per complaint description. The complaint description, therefore, cannot be confirmed. Taking into consideration the complaint description and answers received, it is not known how the coil protruded from the proximal end of the introducer as the retaining device was fully attached. The purpose of the retaining device is to keep the coil contained in the clear section of the introducer. When the retaining device is fully attached, the coil cannot protrude. A check is carried out on 100% of the product at boston scientific to ensure that the retaining device is fully attached to the introducer when the unit is placed in the pouch. Upon analysis of the returned, unit the coil was protruding from the distal end of the introducer. The description suggests that it protruded from the proximal end. Either the complaint description is not correct or else, the coil was moved from the proximal end of the introducer to the distal end of the introducer during the procedure. Either way, it is not known how and when the coil protruded from the introducer as the retaining device was fully attached. The preparations for use were not adhered to by the user. As per direction for use (dfu) "prior to use, ensure that sterile packaging is intact. When removing devices from packaging, carefully inspect for evidence of kinks, bends, or other damage. Return the device if sterility appears to have been compromised, or the device itself appears damaged". Based on all the information provided by the hospital, and technical analysis of the device, the user's claim was still unable to be confirmed. Therefore, boston scientific cannot conclusively determine the cause of the user's experience. The cause of the event remains unknown.